Event description:
It was reported that this right atrial (ra) lead was not capturing and had some strange sensing behavior. An x-ray was performed and showed the lead had dislodged. This lead was surgically repositioned and to date, the lead remains in service. No additional adverse patient effects were reported.